Manufacturer narrative:
No lot code or sample provided. No further evaluation or root cause analysis can be conducted at this time. No root cause could be determined as no sample or lot code was provided for analysis. No action is warranted. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A company representative reported on behalf of the customer six patients experienced toxic anterior segment syndrome (tass) following a surgical procedure. Procedure details have not been provided. Additional information has been requested. A completed questionnaire was received indicating the event took place following a cataract extraction with intraocular lens implant procedure in the patient's left eye. There were no complications during the procedure. The patient did not require any medical or surgical intervention. This report represents patient two of the six patients.